Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer contacted tandem technical support requesting guidance with changing the cartridge and infusion set. The customer's blood glucose was 241 mg/dl during the reported event. The customer delivered a correction bolus to address bg level. The customer was able to complete the load process and resume insulin delivery with tandem technical support.